Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the representative spoke with the patient and indicated that the patient's ins was dead. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient is unable to charge their device. The patient has not been able to charge their device in over a year. The patient would like someone to contact them as their device is not functioning and it needs something done to it. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the system was broken and patient needed someone to fix it for him. The caller was from patient's primary care md office. Information was reviewed with the caller indicating that patient had not charged his ins in about a year and likely overdischarge. No further complications were reported/anticipated.